Event description:
It was reported that when the device was turned on, the touch display didn't work. The treatment was continued with a back-up device. There was no patient harm. There was no delay.

Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No serial number was provided, a DHR review could not be performed. A complaint history review found other related failures. Probable root cause maybe and electrical component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. No serial number was provided, a DHR review could not be performed. A complaint history review found other related failures. Probable root cause maybe and electrical component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.